Event description:
It was reported that during a pci procedure for in-stent restenosis, the maverick2 monorail balloon ruptured. The lesion being treated was located in a cto (chronic total occlusion) of the calcified right coronary artery (rca). The lesion was predilated and the balloon was advanced through a strut of a previously placed stent. The balloon ruptured at 10 atms on the initial inflation. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is listed as "good".